Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing a beeping from the device. A remote transmission shows that the right ventricular (rv) lead alerted for high out of range impedance on the superior vena cava (svc) coil. A follow up with the patient¿s healthcare provider yielded that the physician had ordered the svc coil to be programmed off but has not happened yet. The lead remains in use. No patient complications have been reported as a result of this event.